Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the reason the leads and extensions were left in was to restrict themselves to a surgery as small as possible as it was only the ins that really bothered the patient. No further complications are anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot#: 0208616009, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot#: 0208616072, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot# 0208616009, implanted: (B)(6) 2015, product type: lead. Product ID: 3389-40, lot# 0208616072, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2015, product type: extension. Event occurred in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. On (B)(6) 2017, it was observed in an examination that the ins had migrated towards the axillar fossa. It was also noted that the skin above the ins was painful and hyperemic. Actions included a week long in-patient hospitalization and a procedure was undertaken a week later to reposition and fix the ins to the clavicle. The day after the first procedure it was observed that there was strain on the extensions which was thought to be related to the previous procedure. A second procedure was performed to free the loops and reposition the extensions. This resulted in prolongation of existing hospitalization by one day. The skin above the ins continued to be painful and the patient felt that stimulation was ineffective. In august, it was noted the tissues around the ins were painful and the extensions felt tight. The ins was explanted after cutting the extensions. The patient was alive with no injury at the time of this report and the outcome was noted to be resolved without sequelae as of (B)(6) 2017. The extensions and leads remain implanted. Patient medical history includes meningo-encephalitis, gastric ulcer, and hypercholesterinaemia.